Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 244, 105, and 153 mg/dl, when all tests were performed within one minute of each other on the aviva system. Reporter stated, she self treated with food however, no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.